Manufacturer narrative:
Updated information: d1 brand name updated. G1 MFR contact fax number added. Additional information states the device was removed as they withdrew care. There is no device to return.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. The patient was brought emergently from the cvicu to the cath lab intubated, on three vasopressors, with aicd firing and low map. Pre-procedure laboratory values included a ph of 7.27, lactate of 6.5, and creatinine of 1.67. According to the interventional cardiologist, distal pulses were absent prior to impella insertion. Following the case, distal pulses remained absent on return to the ICU. The ICU physician ordered further imaging to assess distal limb perfusion. The pump remained on p9 with flows of 3.2 l/min. The procedural physician noted heavily calcified vasculature, which was considered a potential contributor to limb ischemia. A vascular consultation was being considered. Care was subsequently withdrawn, and the patient expired. The ischemia may be influenced by patient-specific factors such as severely calcified vasculature, profound hemodynamic instability, and lack of distal perfusion prior to device insertion. Based on the information provided, the patient¿s death is most consistent with the severity of the underlying ami/cgs and scai shock stage e physiology.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.